Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a missing grommet and a set screw with a rounded socket. (B)(4).

Event description:
It was reported that during an attempted implant, the device exhibited high pacing lead impedances once connected to the left ventricular (lv) lead. The lead was tested via the analyzer, and measured within normal limits. The physician reported difficulties with the setscrew and attempted to use another with the same result. The device was removed and replaced. No patient complications have been reported as a result of this event.